Manufacturer narrative:
Eua # (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while screen testing for sars cov-2 3 false positive results were obtained. Repeat test was performed using a pcr test method and the result was negative. The patients tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. The patients were quarantined. Eua # (B)(4).

Manufacturer narrative:
H.6. Investigation: bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. DHR could not be performed due to unknown lot#. The investigation did not find a root cause for the false positive results that were observed. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA) is already initiated (pr# (B)(4)) to investigate the root cause and some mitigation actions are already being addressed.

Event description:
It was reported while screen testing for sars cov-2 3 false positive results were obtained. Repeat test was performed using a pcr test method and the result was negative. The patients tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. The patients were quarantined. Eua # (B)(4).